Event description:
A customer reported a retinal system received a system message during a procedure. The system was rebooted and the procedure was completed. There was no patient harm reported.

Manufacturer narrative:
Investigation including root causes analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).